Event description:
The lay user/pt contacted lifescan alleging that the product was displaying the "error 1" message, which was unresolved with troubleshooting. There were no allegations of harm or injury. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.